Event description:
Received information the patient fell on (B)(6) 2010 outside his home. Patient fell on his left side and hurt his forehead, left knee, elbow and big toe. Since the fall he has noticed the tremor in his right arm has increased. Patient has seen hcp and been reprogrammed multiple times in the past month. Tremors will not go away. Patient is concerned the lead has moved as a result of his fall. Additional information has been requested and if received, a follow up report will be sent. Reference mf report # 3004209178201101579 for information on the second ins system.

Manufacturer narrative:
(B)(4).